Manufacturer narrative:
Concomitant medical products: 457445 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a possible fracture. Impedance gradually increased to high values on both the pace/sense and rv coil. It was noted that the lead was wrapped around the device in the pocket and possible caused abrasion. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a possible fracture. Impedance gradually increased to high values on both the pace/sense and rv coil. It was noted that the lead was wrapped around the implantable cardioverter defibrillator (ICD) device in the pocket and possible caused abrasion. The lead was capped and replaced. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.